Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure, the guidewire allegedly cannot be inserted through the lumen. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one crosser iq ultrasonic device for evaluation. Upon visual inspection, it was noted there was peeling over the marker band, however no damage noted to the distal tip. No anomalies noted to the handle or saline port. Upon microscopic visual observation, the distal tip was examined under illuminated microscopy, and it was noted there was no damage to the gw lumen. During functional testing, then the gw lumen was flushed via the saline port and bloody bits along with water exited from the distal tip. An in-house gw was inserted through the distal tip; no resistance was felt during advancement. The gw was able to advance and exit out of the saline port. The gw was retracted without issue. No further functional testing was performed. Therefore, the investigation is unconfirmed for the reported guidewire incompatibility as the gw was able to advance and exit out of the saline port. The investigation is confirmed for the identified peeling as the peeling over the marker band was noted. A definitive root cause for the reported guidewire incompatibility and identified peeling could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.